Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history records could not be conducted.

Event description:
It was reported that bd microtainer® edta lavendar tubes had cracked caps. No serious injury or medical intervention reported.